Manufacturer narrative:
(B)(4). Visual and dimensional analysis was performed on the returned device. The difficult to advance, and incorrect procedure were not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar complaints. The supera instruction for use (IFU) instructs: ¿should unusual resistance be felt at any time during stent system advancement or stent deployment, the entire system should be removed together with the introducer sheath or guiding catheter as a single unit.¿ however, the event details stated that the physician was not able to advance the system over the wire, and that the system was not inside the patients anatomy, indicating that the device was only partially on the wire and not fully inside the sheath, therefore, the full removal of sheath and stent system as a single unit was not required. Based on the information provided, the investigation was unable to determine a conclusive cause for the reported difficult to advance, and incorrect procedure. It may be possible that during the insertion process, the clearance between the guide wire and the supera was reduced causing the reported difficulties; however this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the moderately calcified, moderately tortuous superficial femoral artery. A 7.5x60mm supera self-expanding stent system (sess) experienced resistance with an unspecified guide wire and force was applied. An unspecified supera stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. Return device analysis identified that the inner member and tip were separated. No additional information was provided.